Manufacturer narrative:
The scissors insert cev607 6pk dia 5mm (cev607) were returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the returned scissors insert cev607 6pk dia 5mm were in used condition. The evaluation of the cissors insert cev607 6pk dia 5mm showed scissors cut well but were hard to use and snagged. They also had marks and dents on the blades. Root cause analysis: the reported complaint was confirmed. The electrosurgical instruments are intended to remove tissue and/or control bleeding. The received scissors cut well but were hard to use and snagged. They have marks and dents on the blades. The scissors were probably used to cut objects that were too hard, which damaged the blades and created friction that made them difficult to use.

Event description:
N/a.

Manufacturer narrative:
End user: (B)(6). An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the complete scissors owned by the hospital is fully functional; however, the inserts/6pk dia 5mm scissors insert (cev607) "go jerky." It was reported that the device was not in contact with a patient. Another instrument was used to finalize the procedure. It was reported that there was a 30-minute delay/prolongation in surgical time.